Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had drive support cap anomaly. The customer¿s blood glucose level was 279 mg/dl at time of incident. The customer was treated with increased basal for high blood glucose. The customer reported that the drive support cap was damaged. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to completely broken reservoir tube lip. The drive support disk was inspected and no anomaly noted. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.